Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken, and no image was displayed. A root cause could not be identified. However, based on the results of the investigation, it is likely that the malfunction was caused by the broken video cable, which led to error 218 and the absence of an image. The most probable cause of the complaint is a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the error message (e218) scope communication error. The issue was found during unspecified procedure. It was completed with an olympus back-up device. There were no reports of patient harm.